Event description:
A manufacturer's implant card was received indicating that a vns patient's lead had been replaced due to an unknown reason. Follow up with the patient's implanting surgeon revealed that the patient had been experiencing painful stimulation in the neck and left mandible which had prompted the revision. Good faith attempts for product return and additional info have been unsuccessful to date.